Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the replacement surgery was performed because the patient experienced recurring urinary incontinence. There were no reported patient complication during the procedure.